Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the saw was overheating. No pt involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Corrosion was discovered in the motor, and worn components were discovered throughout the device. Corrosion and worn components are probable causes of overheating.